Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A follow up report will be filed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).

Event description:
Received information that alleged pump stopped all insulin delivery.